Manufacturer narrative:
Additional information was added to h6 and h10. Additional information for h4: the lot was manufactured between october 22nd, 2021 and october 29th, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual packaging of minicap was opened. It was further reported, one box of minicaps were delivered "crushed and had holes on the top and bottom exposing the minicaps". The exact quantity of opened minicaps was not reported. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.